Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "fluid drained through the walls of the filter" of a revaclear 400 during hemodialysis therapy. The filter was changed to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.